Manufacturer narrative:
This report is submitted on january 12, 2024.

Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to poor performance since activation. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction; a: patient information was incorrectly reported. A1: patient identifier is (B)(6), not (B)(6) as previously reported. Device analysis report attached. This report is submitted on march 18, 2024.